Event description:
Patient presented to emergency room with concerns for intermittent critical alarm from implanted baclofen pump. Patient symptoms included hypotension, bradycardia, and itching. Device interrogation revealed multiple rotor failures. Patient scheduled for urgent pump replacement.